Manufacturer narrative:
The last calibration was performed on (B)(6) 2020 and was acceptable. The qc recovery was acceptable. There was no indication for a performance issue of reagent. There were multiple abnormal aspiration alarms noted on the date of the event near the time sample was processed. The field service engineer replaced a solenoid valve and performed cell blank volume adjustment. He ran mechanism checks, cell blank calibration and they were all fine. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a calcium value of 6.79 mg/dl, which repeated as 7.70 mg/dl. The sample was repeated on a second analyzer, resulting with a value of 8.7 mg/dl. The 8.7 mg/dl value was believed to be correct. The calcium reagent lot number was 45938201, with an expiration date of 31-may-2021.